Event description:
It was reported that the user experienced difficulty completing a full supply change with an inset infusion set when no drops were observed during tubing fill because the cartridge had not been filled with insulin prior to insertion into the pump. Symptoms included an interruption of insulin delivery without reports of hypoglycemia or hyperglycemia. Outcomes included successful resumption of insulin delivery after guidance. Investigation included remote troubleshooting and user education on correct cartridge filling, pump rewind, tubing fill, and cannula fill steps. Investigation of this case revealed user procedural error during the supply change, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of device.

Manufacturer narrative:
Initial.